Event description:
New information received notes that the patient's atrial and right ventricular leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20285. It was reported that the patient presented with noise on their atrial and right ventricular leads. No intervention was performed. The patient was stable.